Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that primary audible alarm post error was recorded in history. During analysis, primary audible alarm post error was found at power up. Service replaced the interconnect board and performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump had issue with the primary speaker or board/biomed error/ power up test. No adverse effects were reported.